Manufacturer narrative:
Additional information received. The surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+3.0/180 diopter, in the patient's right eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting, lens rotation and refractive surprise. The lens was exchanged for a longer lens but the problem was not resolved. The patient still has some refraction left, but the surgeon decided not to rotate the lens. The surgeon is planning to do a laser touch-up. (B)(4). No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inplanted an icl implantable collamer lens, and there was a refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.